Event description:
Healthcare professional reported left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on posterior side assessed as unidentified (tear) opening (shell thickness within specification) and observed crack on the valve assessed as cracked valve seat diaphragm valve. Additional observations: ¿ observed creases on the device. ¿ observed wear abrasion on the device. ¿ white particles observed in the surface of the shell. No further actions are required as the device was implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Healthcare professional reported deflation. The device has been explanted. This relates to the left side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.